Event description:
During a shoulder repair, the inserter cut up the implant during insertion. The surgeon had trouble fully seating the anchors. Two anchors broke while being inserted and a delay of one-hour took place.

Manufacturer narrative:
Device is not being returned for evaluation; therefore, no determination could be made for the reported device failure.